Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured may 16-17, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a leak inside the bag that contained the device which suggested a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked in the area of the cap. This occurred when repositioning it again while removing the fluorouracil syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.